Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's stitch holes (flange) ripped when sutures were secured through them. A new tracheostomy tube was placed.